Event description:
It was reported that the patient experienced a vibration and presented in the emergency room. The patient was brought into the clinic to perform defibrillation threshold (dft) testing, and upon interrogation it was noted that the right ventricular (rv) lead was exhibiting inadequate capture and high pacing impedance. The physician opted to not perform the dft test and decided to check the integrity of the lead. Chest x-ray revealed that the rv lead was knotted in a tight bunch near the header of the device along with lack of slack in the distal portion of the rv lead that was possibly caused by twiddle's syndrome. No interventions were reported. The patient was in stable condition. Further information was requested but not received.